Manufacturer narrative:
The reported events of low pacing impedance and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting low pacing impedance and high capture threshold. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.